Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 20-dec-2020, UDI#: (B)(4), implanted: (B)(6) 2019 , product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving heparin via an implantable pump for cancer chemotherapy. On 2021-jan-27, it was reported that the patient's catheter fell out of the patient's artery so the pump system was considered no longer usable. The hcp noted that it was noticed during a cat scan that the catheter was dislodged from the artery. It was noted that the patient was experiencing an "out of vascular leak" or bleeding. A pump shut off code was requested.